Event description:
It was reported that the patient was hospitalized due to syncope. At interrogation, the physician saw that there was a loss of stimulation and an important variation of the stimulation threshold. Pulse generator artifacts without capture was also noted. Dissatisfaction indicated. The device was explanted. Follow-up information reports that the patient now feels well and has had no problems since the implant of the new device.